Event description:
It was reported in a journal article that one patient in the robotic-assisted group experienced postop wound leakage leading to prolonged hospital stay. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: medical product. Unknown tibial tray. Unknown femoral. G2: netherlands. G2: eijking, h.m., hendrickx, r., van haaren, e.h., schotanus, m.g.m., dorling, I., bouwman, l., boonen, b., most, j. (2026). Robotic-assisted inverse kinematic aligned vs conventional mechanical aligned total knee arthroplasty. Unpublished manuscript. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.